Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). Correction made to d4: catalogue #: 5c4482 (previously asku). Correction made to d10: concomitant product : amia cassette (previously submitted as homechoice cassette). Correction made to g4: PMA/510k # or bla #: k152675 (previously submitted as ni). Additional information was added to d9, h3, h6, and h10: h10: the device was received for evaluation with an amia patient connector attached to the female connector. Visual inspection was performed and a separation was observed between the female connector and main body. Leak, clear passage, and clamp function testing were performed and no issues were observed. The returned patient connector was removed by hand with no issues. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The event was further described as ¿transfer set was disconnected from itself¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.